Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Is the stoma temporary or permanent? Just for clarification, was the stoma pre-planned (part of the original surgical plan for this patient)? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic low anterior resection, the firing force was higher than expected at the firing. When the device was removed from the patient, it felt it was caught something. The deployed staples were unformed. The device was used between the colon and the rectum. No blood flow was observed at the oral side, so the intestinal tract was cut again, and the re-anastomosis was performed to complete the case. The rectal wall was thick, and the device felt resistance sooner than usual. Covering stoma was placed. The rectum (rb) was planned to be cut and covering stoma was planned to be placed. No additional port was needed, or the procedure was not converted to open. The patient is hospitalized. The patient¿s condition is stable as of one day after the surgery. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 03/09/2022. D4: batch # 407a22. H6: component code = mechanical (g04). Additional information was requested, and the following information was received: just for clarification, was the stoma pre-planned (part of the original surgical plan for this patient)? =>yes. What were the indications for surgery? =>no further information is available. What surgical procedure was performed? =>laparoscopic low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? =>no further information is available. Were there any issues experienced with the device in the initial surgical procedure? =>the firing force was higher than expected at the firing. The deployed staples were unformed. What healthcare professional fired the device and what is his/her experience with the device? =>no further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? =>no further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? =>no further information is available. Was the device difficult to fire? =>yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? =>no further information is available. Did the healthcare professional receive audible & tactile feedback when firing the device? =>no further information is available. Were the donuts inspected? =>no further information is available. If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? =>no further information is available. Were there any issues noted with staple formation at any point throughout the care of the patient? =>yes. If so, please describe the shape and location. =>the deployed staples were unformed. Is the stoma temporary or permanent? =>no further information is available. What is the current status of the patient? =>the patient is stable. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25a device arrived with no apparent damage. The breakaway washer was uncut and indented and there was no staples present. In addition, a partially formed staple was received inside of a plastic bag. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the washer and returned staple indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. H11: corrected data = b1, h1 & h6. Based on additional information received the event does not meet the criteria for an adverse event. B1, h1 and h6 have been updated. Just for clarification, was the stoma pre-planned (part of the original surgical plan for this patient)? Yes.